Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for the call was the patient reported that the ins was not working. Patient stated that they hadn't used the ins for a long time because they felt a shock when they were picking up heavy things and this issue occurred 6 months after their implant date. Patient also stated that they had met with the mdt rep, and they had done about 6 to 7 times of reprogramming, but the issue was not resolved. Patient inquired if they needed to remove the ins because it was not helping them. Agent reviewed the information and redirected the patient to hcp for further assistance. Patient mentioned that they needed an MRI but their ac power supply was lost, and they needed to charge the controller. Agent sent a request to repair to replace the ac power supply. Patient added that the trial really helps, and they wanted to fix this issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.